Event description:
A customer reported a past high blood glucose event, but the precise level was unknown as it displayed "high." Cause unknown. To address the issue, the customer administered a correction injection via multiple daily injections (mdi). Control iq feature was active during the event. Technical support advised the customer to consult their healthcare provider for further discussion on factors affecting blood glucose levels, and the customer acknowledged this advice.